Event description:
It was reported patient was not receiving effective therapy and exhibited high impedances. As such, surgical intervention was undertaken wherein the lead was explanted and replaced with a paddle lead thereby restoring effective therapy.

Manufacturer narrative:
B3-date of event is estimated. A4-patient weight is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.